Event description:
It was reported that the pt has had fluid leaching. About four months ago, started having pain and discomfort. MRI and bloodwork were done. Pt has high levels of cobalt. Pt has been hobbling. Revision is scheduled for (B)(6) 2012.

Manufacturer narrative:
It was further reported that pt had a rejuvenate primary right hip replacement done (B)(6) 2011 and experienced pain. Pt was revised on (B)(6) 2012. S supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR# 9616680-2012-00803.